Manufacturer narrative:
Expiration date for lot # ur21: 04/29/2016. Manufacture date for lot # ur21: 04/30/2018.

Event description:
The customer reported that blood sprayed out from the top of the ventilated tip cap (vtc) when ventilating air from the sampler. Nobody came into contact with the blood.

Manufacturer narrative:
The reference samples were checked and there was no leakage. The defective vtc were checked visually and a crack was found.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.